Manufacturer narrative:
Field service inspected the analyzer the day of the reported incident. A residual odor of smoke was observed near the analyzer. The rear area where the customer reported seeing the flames showed no evidence of burns or scorch marks on the outside. The rear covers were removed and neither cover showed evidence of burns or scorch marks on the inside. Service identified liquid from a blocked drain manifold that had dripped onto the vacuum pump causing the connectors to short circuit and overheat. Slight charring was observed on the connectors and the drain manifold. There was evidence that the refrigeration unit was draining poor quality condensate which caused the drain manifold to become blocked over time. Parts were removed and replaced. Further evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that smoke and flames were observed from the back cover on the architect i2000sr analyzer. The customer reported seeing flames only through the back panel which did not extend outside the analyzer. The customer powered down the i2000sr analyzer and stated the flames extinguished naturally. There was no activation of smoke detectors or fire alarms. No injuries occurred.

Manufacturer narrative:
Further investigation was performed. Complaint text, instrument service history, labeling review, and historical quality data was evaluated. Service discovered that the main drain for the manifold was blocked and the refrigerator was not draining properly. Service replaced the vacuum pump, waste manifold kit and refrigerator. Review of instrument service history revealed no additional issues of charring/scorching reported on serial number (B)(4) on or around the date of this complaint. The 2019 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The damage (charring/scorching) observed on the manifold was limited to a small area. The damage did not spread to other parts of the instrument. No adverse trend for tickets with replacement of these parts was identified. No adverse trend was identified for the architect i2000sr analyzer with regard to the customer issue. Based on the available information, no product deficiency was identified.